Event description:
The customer reportedly received the following results on the accu-chek advantage system within 10 minutes: 257mg/dl, 213mg/dl, 268mg/dl, 192mg/dl and 132mg/dl. The customer felt hypoglycemic and drank juice. She felt better after treatment. No adverse event reported. New system sent to customer and return requested.

Manufacturer narrative:
Device received in a condition that made analysis impossible - empty strip vial returned.